Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the lens vaulting was caused by capsular fibrosis with a large asymmetric capsulotomy. In addition, the steroid dose provided to the pt was not effective enough to prevent aggressive healing response.

Event description:
The physician reports that a pt underwent cataract surgery with placement the crystalens in her right. One month postoperatively the lens vaulted anteriorly, although this did not adversely affect the pt's bcdva. The physician attributed the event to capsular contraction syndrome. Multiple yag capsulotomies were performed in order to reposition the lens. The interventions were performed three days in 2008. It is important to note that prior to these interventions, the pt's bcva was not worse than 20/20 and mrse was improved compared to baseline value. Currently, the lens is in good position and the pt's bcva is 20/20 od. Reference MDR # 2031924-2008-00133 for info on the pt's left eye.